Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 47.0cm was returned for analysis. Internal insulation abrasion was noted at 13.0-14.0cm and 17.0-17.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that a patient presented in clinic after receiving an alert. Upon interrogation increasing high voltage lead impedance was noted. The lead was explanted and replaced. The patient is stable post-procedure.